Event description:
According to the reporter: occurred during a laparoscopic esophagectomy procedure. The circular stapler was being used for the anastomosis of the gastric conduit to the proximal esophageal stump. A component disengaged. The device was not properly loaded. The anvil could not be tilted after firing. The anvil was bent. The stapler sizers were not used.